Manufacturer narrative:
(B)(4). Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed. (B)(4).

Event description:
Same case as MDR ID: 2134265-2017-09519, 2134265-2017-09520. It was reported that automatic pullback occurred. An ilab ultrasound imaging system was used in conjunction with an imaging catheter and a pullback sled to view the target lesion. During procedure, it was noted that sled disconnect and acqpc error were displayed. Restart was performed for several times and it start-up. However, the power supply of the acqpc turned off during automatic pullback. No patient complications were reported.

Manufacturer narrative:
Device evaluated by MFR: the device was returned for analysis in good condition with no visible damage observed. The main power switch was turned on the gold system, the gold booted properly with no failures observed. The acq pc passed polaris basic functions. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The investigation conclusion is not confirmed - returned as there was no evidence of either the alleged issue(s) or any defect which could have contributed to the event. (B)(4).

Event description:
Same case as MDR ID: 2134265-2017-09519, 2134265-2017-09520. It was reported that automatic pullback occurred. An ilab ultrasound imaging system was used in conjunction with an imaging catheter and a pullback sled to view the target lesion. During procedure, it was noted that sled disconnect and acqpc error were displayed. Restart was performed for several times and it start-up. However, the power supply of the acqpc turned off during automatic pullback. No patient complications were reported.